Manufacturer narrative:
E1: (B)(6). H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , the patient reported that there was kinked on the tubing but no ifb, which cause the patient blood glucose levels was elevated to 427 mg/dl, therefore patient was admitted to hospital and received IV insulin syringes. The patient also reported that the blood glucose levels while admitting the hospital was 506 mg/dl and patient stayed in hospital for more than 24 hours. The patient was feeling sick/unwell and the reason for hospitalization was due to diabetic ketoacidosis as patient had high ketones and received IV and manual injections at hospital. No further information available.